Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Manufacturer narrative:
Analysis found insulation abrasions at 50.5 cm from the connector. The is-1 proximal cables were exposed and one cable was fractured in this area. The fractured is-1 proximal cable could cause the noise observed in the field. The abrasion was due to friction with another implanted device.

Event description:
The customer reported that, on attempting to implant the femoral head, the surgeon stated that, the component felt 'loose'. It is further reported that, a second device of the same size was opened and fitted correctly with no adverse effects to the pt. On (B)(6) 2008 - update from scrub nurse: the surgeon reported that, when performing the range of motion tests on the reduced hip, a sucking sound came from the head which dislocated. Update from customer (B)(6) 2008 - head implanted (6565-0-132 lot 26603703).

Event description:
It was reported that the patient received multiple hv therapies which appeared as though there were oversensing on both the a and v lead. The noise on the rv lead did not appear physiological. The atrial lead dislodged over a year ago but nothing was done to fix it. After explant, visual inspection showed insulation trauma between the coils.